Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse coordinator reported that during an intraocular lens (iol) implant procedure, lens failed to open when the surgeon inserted into the eye, because of these he decided to withdraw the lens and noticed that the haptic was bent. Faulty lens removed and replaced with new lens during initial procedure. Additional information was requested.